Event description:
The customer reported that the system experienced an "iris potentiometer error". This error precluded the system from creating fluoroscopic exposures. No patient or user injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The collimator was evaluated and repaired. The system was tested and found to be working as intended and returned to service.